Manufacturer narrative:
Knudsen, r., ovesen, o., kjaersgaard-andersen, p., & overgaard, s. (2007). Constrained liners for recurrent dislocations in total hip arthroplasty. Hip international, 17(2), 78-81. Doi:10.5301/hip.2008.5539. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "constrained liners for recurrent dislocations in total hip arthroplasty." A patient was identified in the article who underwent a revision due to loosening of the shell on an unknown date. There has been no further information provided and the patient outcome is unknown.